Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 6mm amplatzer vascular plug ii was selected for implant on (B)(6) 2024 to treat a tubular endoleak using a non-abbott delivery system. During implant the device took on a cobra shape. The device was not released from the delivery cable. The device was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported that a 6mm amplatzer vascular plug ii was selected for implant on (B)(6) 2024 to treat a tubular endoleak using a non-abbott delivery system. During implant the device took on a cobra shape. The device was not released from the delivery cable. The device was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.